Event description:
A customer reported that their AED is flashing red and will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the unit has been chirping and flashing red for a very long time (couple years). The cause of the AED not powering on was related to a lack of maintenance of the AED.